Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system and similar incident query for this product was not performed since the part and lot number was not reported. It should be noted that instructions for use guide wire hi-torque guide wires ce (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it is unknown if the reported IFU violation caused or contributed to the reported patient effects. A conclusive cause for the reported patient effects of unspecified tissue injury, and tricuspid valve insufficiency/regurgitation and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2- there was no reported intervention.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: transcatheter patent arterial duct closure in premature infants: a new technique to ease assess to the patent arterial duct, with particular benefit for the tricuspid valve the pilot device and patient effects referenced in the article are filed under separate medwatch report numbers.

Event description:
The prospective study described the evolving techniques of advancing guide wires through the right heart to avoid tricuspid valve damage in transcatheter patent arterial duct closure in premature infants. Hi-torque pilot and spartacore guide wires were used with torqvuetm lp delivery systems and amplatzer piccolo occlusion devices. Prior to the new technique the guide wires may have been related to chordal rupture / leaflet tears resulting in tricuspid regurgitation. With the pilot guide wire, the chordal damage may have resulted from the wire wrapping itself around the chordae or as a result a mismatch of size between the guide wire and the torqvue delivery system. Additionally one patient who underwent the new technique had a renal vein thrombosis which resolved with medication. The link to the pilot guide wire was not reported. Specific patient information is documented as unknown. Details are listed in the article, titled "transcatheter patent arterial duct closure n premature infants: a new technique to ease assess to the patent arterial duct, with particular benefit for the tricuspid valve".